Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Ar-code: a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown-intima ii adapter / connector defective / damaged while performing an enhanced CT on a patient, the indwelling needle became loose at the syringe articulation, causing the injection to fail. The patient and his family were explained to and understood the situation, and the examination was completed after re-puncture without any adverse consequences.